Event description:
It was reported that the iab was inserted in a pt with a very tortuous anatomy. At the onset of pumping, the pump experienced kinked catheter alarms. Following several hand inflations, the balloon did unwrap and inflate. Since the alarms continued, the iab was removed and replaced. There were no pt complications.